Manufacturer narrative:
(B)(4). Date sent: 7/25/2025. D4 batch #: c9e20j. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the electrode delaminated. Additionally, the lower jaw was broken at the tip and the piece was noted returned. Due to this condition the event reported is confirm. The device was connected to the generator and it was recognized. However, due to the condition of the device, not all functional tests could be performed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what could have caused this issue.

Event description:
It was reported that during a total abdominal hysterectomy + laparoscopy salpingo-oophorectomy, a new enseal device is passed, and within 5 minutes of surgery the leaf of the jaw is completely detached, so it is necessary to pass a new device. No consequences were generated in the patient and the delay of the procedure was less than 5 minutes while the device was being replaced. The surgery was completed successfully, without novelty.

Manufacturer narrative:
(B)(4). Date sent: 7/11/2025. D4 batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.